Manufacturer narrative:
Device passed self test and displacement test. All buttons function properly. Did not note any response delays after the middle (enter) keypad button was pressed. No damage noted to keypad assembly and j1 connector on electrical board was locked properly during visual inspection. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack and delayed okay button and had to push it. No harm requiring medical intervention was reported. The device will not be returned for analysis.